Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with proximal stent damage. Strut rows at the proximal end of the stent were misaligned and raised. The outer diameter was measured and met specification. There were kinks in the lumen, 25m and 50mm distal to the port. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion. The 75% stenotic lesion was located in the severely tortuous and severely calcified left descending artery. The physician predilated the lesion with a 2.5x12mm non-bsc balloon and then advanced the 3.00x 28mm promus element stent delivery system to the lesion, but was unable to cross. The physician re-dilated the lesion and the procedure was completed with another of the same device. No complications were reported and the patient's condition is stable. However returned product analysis revealed a proximal stent damage. This product is only ous approved but is similar to an approved us device.